Manufacturer narrative:
The insulin pump was received with broken end cap, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of cracks on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the right side of her pump has two cracks and that one piece is looser. The customer stated that the damage is where the medtronic logo is at the end of the bottom of the drive support cap. The customer stated that the screen is not scratched and that the keypad is fine as well. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.